Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing was observed on external monitor strip. Subsequently, causing the implantable cardioverter defibrillator (ICD) 30ppm pacing with 40ppm lower rate programmed. The ICD and rv lead remain in use. Device reprogramming for lead pacing parameters was suggested. No patient complications have been reported as a result of this event.